Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced intermittencies with device use, and the issue could not be resolved. The device was explanted (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). A cover letter was provided to the agency regarding this event.